Event description:
It was reported that during a ptca/stent procedure in the right iliac (off-label use), the sds balloon ruptured at 4 atm during post-dilatation and the device separated during the attempt to withdraw it into the sheath. The distal portion of the device was successfully retrieved with a snare device.